Manufacturer narrative:
Pt: 18 yrs or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodged outside the pt. It is not known if the device entered the pt or not prior to this event. Add'l info was not provided. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "fine".